Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also, bulging of the housing was noted and it likely indicates that the device was not refreshed/used for a long period of time. This is a combined initial and final report.

Event description:
A leaking dacapo powerpack was received. Currently neither contact to the leaking electrolyte fluid nor damage to health/injury has been reported.